Event description:
Information received by medtronic stated that the insulin pump had crack around cover over the screen. No harm was required during medical intervention. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer complained about the insulin pump having the cover of the screen off. Insulin pump passed displacement test. Tested with a test p-cap and the test p-cap locked in place properly. Insulin pump received with pillowing keypad overlay, missing display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked case at belt clip rail corner, cracked reservoir tube lip, cracked battery tube threads and scratched case. Insulin pump was confirmed for missing display window cover. Insulin pump passed required testing.